Manufacturer narrative:
Device received with cracked display lcd window corner noted. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump turned off randomly. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had cracked near button, diminished battery life and random no delivery alarm. The insulin pump will not be returned for analysis.